Event description:
The customer reported that her insulin cartridge ran out too soon, causing her blood glucose levels to rise significantly, with no specific values provided but described as "high." Despite her escalating worries, there was no assistance required from a third party, and she later managed the situation by changing her supplies and administering correction boluses through her pump and manual injections. She also contacted technical support, who advised her to consult with a healthcare provider and arranged to send replacement supplies. Additionally, the customer reported a failed sensor, prompting technical support to request a replacement from dexcom.